Event description:
A peritoneal dialysis registered nurse (pdrn) called fresenius technical support to report a peritoneal dialysis (pd) patient couldn't turn on the cycler and the display was blank; there was no power outage or outlet issue, and the power cord was securely plugged in. The fresenius technical support representative replaced the cycler due. The last treatment completed using the current cycler was on (B)(6) 2022; it was reported the patient would not perform manuals as they did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. Upon pdrn follow-up it was determined the patient was able to complete treatment using capd. No patient adverse effects were experienced, and no medical intervention was required. No further issues have been experienced. The new cycler has been received and the malfunctioning cycler has been returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were visual indications of dried fluid found underneath the pump assembly. The voltage check passed. The simulated treatment pre-ast 15 minute 1000 ml test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.